Manufacturer narrative:
The reporter's address was unknown and contact information were unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. It was observed that the coupling tool side was seized, jammed and heaving moving. During repair, it was noted that the motor was weak. During repair, it was determined that the device failed pretest for check the attachment coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified amount of surgical procedures, it was observed that the small battery drive device was losing strength. The number of surgical procedures was not provided by the reporter. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.